Manufacturer narrative:
H3: received per litigation. No customer contact allowed.

Event description:
Plaintiff reports initial bilateral implantation on 8/11/75. Plaintiff alleges" pain and physical discomfort."